Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the drive support cap on the insulin pump was sticking out. Customer's blood glucose was 100 mg/dl. Customer stated he had dropped the device on the floor. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.